Event description:
It was reported that a patient presented to the hospital after hearing a device alarm. Short v-v intervals were observed on the right ventricular (rv) lead during device interrogation. The device data file confirmed the short interval episodes and showed fast non-sustained tachycardia (nst) episodes as well as high impedance levels on the pace/sense portion of the rv lead. A lead fracture was therefore suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event. In addition, performance data collected from the device was received and analyzed and the device tested out of specification during manufacturer¿s analysis. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that there was a power on reset (por) for ram parity/mem check/error/test and there was an electrical reset alert. (B)(4).